Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("plaintiff claiming bleeding: menorrhagia (heavy menstrual bleeding)") and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (hysterectomy (full), salpingectomy. (Bilateral),oophorectomy bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): salpingogram - on (B)(6) 2012: test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: plaintiff fact sheet document received, case become valid new reporter, lab data, essure indication, start stop date and event injury to herself replaced with pain and bleeding were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.